Event description:
In 2008, a pace/sense was added due to loss of sensing and capture. It was then reported that the lead perforated through the rv myocardium. At explant, endocarditis was observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. Lead tip stiffness test was normal.